Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, there was an o-ring on the pneumatic tap, customer removed o-ring and continued to receive cartridge change errors. Customer to use a back up pump for insulin therapy. Customer¿s blood glucose level was 184 mg/dl.